Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing, resulting in inappropriate atrial tachy response (atr) episodes. Additionally, a single pacing ra impedance measurement was found to be out of range, measuring below 200 ohms. Technical services (ts) reviewed the event and recommended further evaluation of the lead through isometric exercises and serial impedance measurements. No adverse patient effects were reported. This ra lead remains in service.